Manufacturer narrative:
(B)(4). The device was not returned for evaluation and there was no reported device malfunction. Based on the information reviewed, a cause for the reported thrombosis could not be identified. The reported patient effect of thrombosis, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, there is no indication of a product quality issue.

Event description:
Subsequent to the initial report filed, additional information received: it was reported that no treatment was performed for the thrombus. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the steerable guide catheter was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that after inserting the steerable guiding catheter, a large thrombus appearing mass was visualized in the right atrium. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The patient had a history of pulmonary embolism. The steerable guiding catheter (sgc) was advanced to the atrium; however, a large thrombus appearing mass was observed in the right atrium (ra). The sgc and guide wires were removed and the mass remained in the ra. The patient's activated clotting time (act) was measured at 310 seconds. The decision was made to discontinue the case and seek the opinion of hematology. No clips were implanted, and the mr remained at 4. The patient was confirmed to be clinically stable post-procedure. No additional information was provided.